Event description:
It was reported that while inserting the superion indirect decompression spacer during the implant procedure, the spacer could not be deployed. The device was removed from the patient and it was found that the spacer cap was broken. A new device was successfully implanted.

Event description:
It was reported that while inserting the superion indirect decompression spacer during the implant procedure, the spacer could not be deployed. The device was removed from the patient and it was found that the spacer cap was broken. A new device was successfully implanted.

Manufacturer narrative:
The returned spacer was analyzed the spindle cap was completely sheared off from the implant body. The detachment of the spindle cap was due to excessive force. The damage to the implant indicates failure was likely due to deployment against resistance (e.g., bone) and/or manipulation of the position of the device by gear shifting of the inserter thus unintended use error caused or contributed to the event.

Event description:
It was reported that while inserting the superion indirect decompression spacer during the implant procedure, the spacer could not be deployed. The device was removed from the patient and it was found that the spacer cap was broken. A new device was successfully implanted.